Event description:
It was reported that boston scientific technical services (ts) was asked to look at episodes of noise on both the atrial and ventricular channels of the patient's device. It was originally thought to be electromagnetic interference (emi), but they recently observed it inside the clinic, with it disappearing when the patient moved. Ts noted oversensing and pacing inhibition, but noted that the patient's intrinsic rhythm came through. Options were discussed. The device and leads remain in service. The patient was later brought into the clinic for a follow-up, but the noise could not be reproduced. Ts recommended lead replacement, but the physician elected to monitor the patient closely. No adverse patient effects were reported.